Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the fse identified the corrupted firmware of pdu mode. To resolve the issue, the fse reinstalled the software and performed calibration and functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.